Event description:
A customer contacted baxter technical services (bts) regarding assistance with a system error 2240 alarm during the initial drain on the homechoice machine (hc). The home patient (hp) stated they are still connected. The hp stated he uses a patient line extension and it was connected during the prime, but the clamp was closed. The technical service representative (tsr) assisted the home patient (hp) to review the proper setup. The tsr assisted the hp to cycle power. System error 2367 alarm occurred. The tsr assisted the hp to cycle power to clear the alarm. The tsr assisted the hp to end therapy. The tsr advised the hp to notify their peritoneal dialysis nurse and start over with new supplies. The hp was contacted on (B)(6) 2011. The hp stated he did not develop any adverse reactions or need any medical intervention. The hp stated they are currently performing therapy without any complications. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was confirmed. The root cause was identified to be use error. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer. Therefore the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.